Event description:
It was reported that while the ventilator was connected to a pt, the curves during the expiratory phases were noisy causing alarms for high oxygen concentration. (B)(4).

Manufacturer narrative:
The investigation of the returned air gas module which regulates the inspiratory air gas flow to the pt and eval of the ventilator's logs, have been finished. Eval of the logs confirms the generation of the reported high oxygen concentration alarms. The testing of the air gas module did not reproduce the reported problem, but it revealed that the membrane in the nozzle unit was sticky and this was the most probable cause of the reported high oxygen alarms. The nozzle unit, which is part of the gas module and consists of a membrane, a mouthpiece and a feather spring, is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it, thus causing a delay on release. The delay affects the regulation of the gas flow through the gas module and causes failures during pre-use check and, during ventilation, it causes the delivered gas flow and pressure to be higher than set. A feather spring with a coarse surface was introduced in september 2010 to prevent it from getting stuck to the membrane. The cause of the stickiness was wear of the membrane. (B)(4).